Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that when inserting a 10mm laser fiber, it was noticed that the sheath was not connected to the hub portion of the catheter and became separated. They were able to open up another catheter and place it successfully. However, it was noted that the non-functioning catheter was discarded and they were unable to retrieve it in the sharps. There was a delay of less than one hour. There was no impact on the patient's outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.